Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user had inaccurate reference.

Event description:
Customer complains of high results. Customer states that she feels well and does not require medical attention. The customer's expected blood results are 98-150mg/dl fasting. Verified the strips expired 5/31/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Reviewed meter memory: (B)(6). Memory concerns:with blood readings in the high 100's and 200's. Customer called since she feels since she opened this vial of strips she is getting much higher blood results. Customer states she recently ran out of medication, she states she started taking her insulin on wednesday. The customer's meter's tim and date were not set properly.